Event description:
It was reported that at device follow up after the generator change, it was found that the device had not finished implant detect. No date on the lead trends was available. The right ventricular lead pace and sense polarities were reprogrammed to bipolar and testing could then be completed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis reveals parameters data shows implant detect status still "on" so some diagnostic and trend data had not started to be collected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.